Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter was moving but it would not cut. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
One collection cassette with a 23 gauge vitrectomy cutter and tubing was returned. The original packaging was not returned. The part number and lot number could not be verified. The cutter tip protector was in place and the needle did not appear to be bent. A functional test was performed using a stellaris pc system. The cutter had good, clean cuts at various cut rates from 2000 cpm to 5000 cpm with the vacuum setting ranging from 300 to 400 mmhg. The cutter also aspirated as required. The reported problem could not be confirmed.